Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies. Due to the nature of the allegation, an impedance test was performed and good impedance were observed using the clinician programmer. The device passed final functional testing and it was reported there was good, stable output on the electrode pairs as received. Telemetry was acceptable. Also, due to the nature of the complaint, the device was put through a long-term monitor test and functioned without issue through 48 hours of testing (at body temperature). The ins was tested at the distal end of the returned lead and no output was observed on any of the electrode pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient's device was explanted because they had pain, shocking and discomfort symptoms even with the device off in the past. Also reported was that there were high impedances. Device was returned and will not be replaced in the future. Patient is alive with no injury. No further complications were reported.